Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim x2 user guide states, "your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off." (Auto-off alarm).

Event description:
It was reported that an occlusion alarm was received. Additionally, the customer received a resume pump alarm due to not resuming pumping after the occlusion alarm. Tandem technical support (cts) educated the customer in regards to the resume pump alarm. The customer's blood glucose (bg) level ranged between 392-570 mg/dl and manual injections were administered to address the bg levels. A system check was performed and the pump performed as intended. There was no damage noted to the cannula. Reportedly, the customer wears their pump against their skin or in their pocket possibly leading to an abrupt temperature change to the pump. Cts advised the customer that the abrupt temperature changes can result in occlusion alarms and to discuss possible site issues with their healthcare provider. After changing the pump supplies for the system check, the customer successfully resumed insulin deliveries.